Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2017 due to non-use.

Manufacturer narrative:
This report is submitted (B)(6) 2017.